Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg was at end of life and patient lost therapy. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. In turn, surgical intervention may occur to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the ipg was explanted and replaced to address the issue.